Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: on 11-apr-2025 a copy of the american thoracic society (ats) abstract titled ¿ (poster board # 119) coronary air embolism during robotic bronchoscopy ¿ anderson e, et. Al., was received. No doi link was provided. The abstract will be presented at an ats session on 21-may-2025. The author reported that the proposed mechanism of air embolism is "that biopsy tools create a communication between the distal airway and a pulmonary vein adjacent to the target, allowing air to enter the pulmonary veins from the airway and pass through the left atrium to the systemic circulation." Additionally, the author noted that the air embolism may selectively navigate to the right coronary artery (rca) due to its anterior origin from the aortic root, resulting in transient inferior st-elevation myocardial infarction (stemi), conduction abnormalities from sinoatrial (sa) node ischemia, and shock. Furthermore, the author indicated, "treatment is supportive, including vasopressors, atropine, IV fluids, and ventilator support" and lower positive end-expiratory pressure (peep) levels after arriving at the target might lower this risk. The abstract concluded that robotic bronchoscopy biopsies carry a small risk of coronary artery air embolism. This rare complication can occur in low-risk individuals and can be life-threatening. Section a2: additional information about the gender. Section b6: additional information with follow-up tests.

Manufacturer narrative:
Based on the information provided, the cause of the adverse event cannot be determined. There is no indication that the customer's reported complication of stroke was related to a product issue. The suspicion of air embolism was not confirmed by radiographic examinations. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure based on the reviewed customer follow-up. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation. System logs are not available for review. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a patient of unknown age underwent an ion lung biopsy. The procedure was completed without issue. In the recovery area a head CT was done prompted by concerns for seizures and posturing. No air embolism was noted. An MRI 6 hours later demonstrated reversible changes. Based on the available data the events reported were procedure related and not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. Another prospective series of 415 ion procedures reported 1 cva (0.2%). There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.9% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. Neurologic events are rarely associated with bronchoscopy. No seizures were reported in the cited bronchoscopy studies. The incidence of anesthesia associated seizures in patients with or without epilepsy has been reported to be 3.1/10,000. However, rates significantly increase in the setting of epilepsy with reports in the perioperative setting ranging from 2-3.4% and up to 12.8% if a seizure was experienced within 1 year of surgery. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007. Benish sm, cascino gd, warner me, worrell ga, wass CT. Effect of general anesthesia in patients with epilepsy: a population-based study. Epilepsy behav. 2010. Niesen ad, jacob ak, aho le, botten ej, nase ke, nelson jm, kopp sl. Perioperative seizures in patients with a history of a seizure disorder. Anesth analg. 2010. Akavipat p, rungreungvanich m, lekprasert v, srisawasdi s. The thai anesthesia incidents study (thai study) of perioperative convulsion. J med assoc thai. 2005. .

Event description:
It was reported that after the patient underwent an ion-assisted lung biopsy procedure, they had a new onset of seizure/stroke-like symptoms. The target nodule was located peripherally, and the instruments used were a flexision biopsy needle (unknown gauge) and a third-party cytology brush. Multiple passes involved 4 needle aspirations, 1 cytology brush, and 5 transbronchial biopsies. The physician suspected that the repetitive biopsy of the same approach on a nodule caused more damage/exposure of the blood vessels, aggravated by higher positive end-expiratory pressure (peep). The physician believed that the retraction of the catheter exposed the biopsied area to high peep and allowed air to enter the coronary artery vessels. The physician reported that the episode occurred as they retracted the ion- instruments and changed to radial endobronchial ultrasound (rebus). The procedure was completed with no delays. The stroke symptoms occurred while the patient was in the post-anesthesia care unit (pacu). The patient had seizures and was posturing. A head computed tomography (CT) scan was performed immediately, and no air or embolism was detected. Magnetic resonance imaging (MRI) was done 6 hours later and showed reversible areas of insult. There was no device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.